Event description:
The customer reported obtaining inconsistent and erroneous wbc, hgb and plt results on 9 patient samples that were run on the same day on the act diff 2 in the closed vial mode. Qc samples were run within specifications. Erroneous results were reported outside the lab; however there was no death, injury or change to patient treatment attributed to this event.

Manufacturer narrative:
The customer's data was reviewed. When the data from the initial run was compared to the re-run samples for wbc, rbc, hgb, mcv, rdw and plt results, it was determined that there was an increase for all patient samples with the exception of patient 5's wbc result which remained the same. The mch and mchc were all decreased on all patient samples with the exception of patient 2's mch that was increased and the mchc remained the same. There were no instrument generated flagging for any of the patient samples that were run on the act diff 2. Correct results were not provided. A field service engineer (fse) was dispatched the same day. The fse bleached the instrument and replaced the wbc bath check valves (cv2) resolving the erratic hgb and plt issue as well as plts failing upon startup. On a second visit on (B)(4) 2013, the fse replaced the lyse check valve (cv3), diluent bath filters and probe wipe resolving the issue. The failure modes identified at cv2 and cv3, diluent bath filters and the probe wipe are all likely to cause erroneous results for all parameters due to sample carry over. (B)(4).